Event description:
Patient was having a laparoscopic sigmoid colon resection. During surgery, when surgeon was going to use the stapler, he sized the rectum with multiple sizers and settled on the 29. He took the distal staple line off the descending colon and placed the anvil inside this after exteriorizing this portion of colon through hand port. He tied the purse suture to hold the anvil in place. He took an eea stapler size 29 and placed in the rectum. The needle was extended. The anvil was attached and he attempted to fire the stapler but the stapler did not fire. There appeared to be some air internally and he called the rep to ensure there were no other options. The anvil was then loosened and removed and they grasped the opening of rectum where the stapler needle had penetrated and retracted the needle and removed the stapler. He placed a new stapler taking care not to tear the colon or rectum in any fashion and was able to get the needle of the stapler through the original hole without injury to any tissue. The anvil was then connected and the new stapler was fired. The rep for ethicon went to the operating room to receive information regarding stapler and stapler being shipped to company for evaluation. FDA safety report ID # (B)(4).